Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on 2026-feb-02. It was reported that they were feeling poking sensation like with a needle on the lead site, and felt it about five times during the day and also while they were sleeping, specially when they were in a sitting position or lying down. They also had some rashes at the bandage too. Patient mentioned that they were driving yesterday and the car in front of them suddenly stopped and they had to hit the brakes hard, which made their upper body move forward, patient had the therapy was on during that incident and that's when they first felt it. The agent advised the patient that therapy should be turned off while driving and turn it back on afterwards and to check the manual for more information; patient understood. The agent advised to contact their doctor, if sympt oms persist. Troubleshooting was not performed. The cause of the issue was unknown. It was unknown whether the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2026; explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.